Event description:
It was reported that this left ventricular (lv) lead exhibited potential loss of capture. It was also noted that the lv was coming in early and the pacing was inhibited. Further evaluation was discussed. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).